Manufacturer narrative:
Per review of the medical record provided, the patient was seen by the physician due to worsening shortness of breath and for preoperative assessment prior to possible renal transplantation, and it was confirmed that the patient had severe prosthetic valve stenosis, and was going to undergo a transesophageal echocardiogram, and to be worked up for a valve in valve procedure. The physician reviewed the prior tavr operative report, and the patient's aortic valve mean gradient was measured to be normal shortly after the initial valve deployment: the physician states it is unlikely that this is a under deployed valve, and it is also unlikely that endocarditis is the primary reason for the increased valve gradient as it is a new finding. The sapien 3 valve remains implanted in the patient and was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery was provided for review. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other complaints related to the reported event. Complaint history review from april 2020 to march 2021 for the sapien 3 valve (all models and sizes) revealed other similar events and root cause identification. A definitive root cause was unable to be determined. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the medical records review. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, complaint history and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. Review of IFU/training manuals revealed no deficiencies. Per the instruction for use (IFU), valve degeneration/deterioration is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve degeneration/deterioration can result from a number of factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Based on the information provided, the root cause for the valve degeneration approximately 1 year and 3 months post valve implant could not be confirmed, but may be related to the patient's co-morbidities (end stage renal disease) and/or the progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information: section b7: patient medical history.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 1 year and 5 months post implant of a 23mm sapien 3 valve in the aortic position, a 23mm sapien 3 ultra valve was implanted during a transfemoral valve in valve (viv) procedure. The reason for the viv was stenosis of the sapien 3 valve. The stenosis was secondary to end stage renal disease with chronic hemodialysis and other co-morbidities (not provided). At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.